Manufacturer narrative:
Additional information is not available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
A letter has been received by stryker to inform us that a patient had revision surgery to her left hip. It was reported that the initial surgery took place on (B)(6) 2008 and that the patient complained of clicking hips and required a revision at unspecified later date.